Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system after eating an unannounced snack, with readings between approximately 185 and 296 mg/dl and received coaching to observe for correction and then to perform a full supply change when insulin was low. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.